Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and she was not taking any concomitant medication. On an unspecified date, the consumer started using o.b procomfort super, one tampon every two to four hours, eight tampons per day, vaginally during menstrual cycle (lot number 0332m5080, expiration date unspecified). Two days after her menses ended, on (B)(6) 2012, she removed a piece of tampon from her vagina which was one centimeter by half centimeter that had broken off from the main tampon. While removing the tampon, she experienced vaginal irritation and pain. The device was not used further. She stated that the piece of tampon remained in her body for three days. The events were resolving. This report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and she was not taking any concomitant medication. On an unspecified date, the consumer started using o.b procomfort super, one tampon every two to four hours, eight tampons per day, vaginally during menstrual cycle (lot number 0332m5080, expiration date unspecified). Two days after her menses ended, on (B)(6) 2012, she removed a piece of tampon from her vagina which was one centimeter by half centimeter that had broken off from the main tampon. While removing the tampon, she experienced vaginal irritation and pain. The device was not used further. She stated that the piece of tampon remained in her body for three days. The events were resolving. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. One box of o.b procomfort super with lot number 0332m5080 and eleven sealed o.b procomfort super tampons was received on (B)(4) 2012. The returned sample was inspected and found to not meet specifications, since two out of the eleven tampons showed loose fibers greater than or equal to 15 mm two tufting on the procomfort cover. A manufacturing and packaging batch record review was performed and no incident in regards to process deviations associated to this type of complaint was observed. A visual inspection of the retain sample found it to be out of specifications. The tampons showed loose fibers of the absorbent core on the procomfort cover as well as fibers tufting at the dome of the tampon. Review of manufacturing issues for the lot found no issues that could contribute to this complaint. Review of the complaint data found no adverse trends and no trend involving this lot number. Based on the investigation, there was evidence to conclude that the device failed to meet specifications which was verified by the returned sample and confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.